Event description:
The user facility reported that black foreign material was found on a pink plastic part of the involved device. Evaluation results were received 15 may 2024: the number of actual samples: 1 piece. One actual sample was received in a package that was already opened. Foreign material was confirmed on the inner surface of the hub. The foreign material found is black, solidified, and measures 1.2mm by 0.9mm. Ftir and edx results were received on 20 may 2024: the results indicated that the foreign material (fm) inside the hub has a similar spectrum with silicone. Additionally, the edx results identified it as a mixture of metal powder and silicone.

Manufacturer narrative:
The actual sample could not be evaluated. Reference photographs were provided instead. Black foreign material was observed on the inner surface of the needle hub. Tc has confirmed that the foreign material observed on the needle hub is a combination of metal powder and silicone, measuring 1.16mm by 0.94mm. The retention samples were visual inspected and were confirmed to be free of any foreign material. No nonconformity reports related to human error were issued during the lot production. The supplied needles, confirmed as assembled, were manufactured on needle assembly machine 6, operating under validated parameters. During the lot production, no nonconformance reports were issued. Weekly machine maintenance cleaning is performed to prevent the accumulation of dust, dirt, or any other foreign materials in all production areas, as well as on equipment, machines, jig bars, tools, and other production materials that could lead to complaints. An in-process visual inspection is conducted at the start of each lot and hourly until production ends, with a focus on detecting foreign materials inside the fluid pathway. All samples have passed. Before shipment, an outgoing inspection is carried out to verify the overall condition of the product. Only lots that have passed this inspection are approved for shipment. There have been a total of two complaints received from the previous two fiscal years to the present regarding the same issue. The root cause of the problem has not been identified yet. The foreign material found on the sample was identified to be a mixture of metal powder and silicone. The investigation is currently in progress. A follow-up report will be provided upon its completion. As of now, no corrective measures have been taken. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on our machine records the following activities were observed during the production of the supplied assembled needle lot: machine activities of item nn18x38ts40h/230803f. Trouble history: cooling exit no jig detect due to stuck-up conveyor. Pull the conveyor belt. Jig jamming at conveyor 1. Take out the affected jig and remove scattered products from the jig pathway. Jig jamming at the cooling station. Take out the affected jig and remove scattered products from the jig pathway. Encounter unusual conditions at the silicone station. The machine is running while in the waiting mode (no alarm displayed from hmi). In-process visual inspection: (B)(4) pieces. Product confirmation: (B)(4) pieces. Machine maintenance was conducted last august 1, 2023, 3 days after. Machine activities of item nn18x38ts40h/ 230805f conducted routine cleaning of silicone station (every 3 days). Trouble history jig jamming at conveyor 1. Take out the affected jig and remove scattered products from the jig pathway. Encounter power fluctuation. Take out all affected products. The product picks up push-up error due to the stuck-up product under the hub clamp. Inspection results of 0/ 13,615 pieces. In-process visual inspection: 0 / 4,000 pieces. Product confirmation: 0 / 48,174 pieces. A total of two complaints were received from the previous two fiscal years to the present for the same problem. Based on investigation, the complaints were confirmed related to our production process where the cause was insufficient cleaning of jig pathways and/or frequent jig jamming. The foreign material found on the inner surface of the hub possibly occurred due to insufficient cleaning of jig pathways and/or frequent jig jamming during the running of the affected lot. Hence, we assume that the supplied assembled needle nn18x38ts40h/230803f was the affected lot since this was the last lot produced after conducting machine maintenance. This occurrence of defect is still can be considered isolated only since the cleaning frequency of jig pathways and rubber nozzles are already established as per nn assembly cleaning work instruction and moi nn mechanical preventive maintenance work instruction. As a corrective action, a refresher training on needle assembly cleaning work instruction was conducted last june 12, 2024, involving machine cleaning of the silicone coating station. This is to remind the associate to ensure the machine is adequately cleaned after every maintenance to prevent foreign material contamination.